Event description:
The customer reported the uninterruptable power supply (ups) associated with their philips information center ix (pic ix) system fell out of its mount. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.